Event description:
The iab was inserted transthoracic into the ascending aorta over a goretex graft. After iabp for nine hrs, blood was noted in the extension tubing. The iab was surgically removed due to the insertion method. The pt went on to expire on 6/1/97. The iab was not returned to datascope for eval. The iab was discarded in the o.r. By the facility. (Event complications: the pt expired on 6/1/97-reported) 7/28/97. (Pt's current status: expired-rpt'd 7/28/97).